Event description:
The company rec'd a report where it was claimed the "a explosion" was heard during use of the tube. The end clinician stated that the cuff burst after four days of pt use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number# 317-85 is not distributed in the us; however, these is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.